Event description:
It was reported that the superion indirect decompression (ID) spacer spindle cap broke during deployment. The physicians assessment was the spinous process was very tight and could hear the spacer was tight during deployment, it was noted the physician did not gear-shift the inserter. The physician removed the broken ID spacer and completed the procedure using another spacer of a smaller model. Physical analysis could not be performed in our laboratory, as the device was disposed of by the facility. The patient did well post-operatively.